Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter (school nurse) contacted animas on (B)(6) 2014 reporting that the patient blood glucose (bg) levels are up and down. The reporter stated that the today prior to lunch the patient's bg was 219 mg/dl. The reporter stated that yesterday prior to lunch it was 29 mg/dl without symptoms. There was no additional information at the time of this report. This report is being made due to hypoglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2014 have been overwritten. Review of the available black box and alarm history shows no eaw¿s related to the complaint. The tdd¿s add up correctly and reflect the user programmed basal rate. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate the complaint, information for the complaint is overwritten.